Event description:
The customer reported that they were unable to achieve pacing capture while in use on a pt. There was no report of impact to the pt. We are requesting add'l info and this investigation remains open.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.